Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) from a user facility reported of a discolored power plug in one of the 2008t machines. The biomed tech stated the issue was detected during maintenance and confirmed there was no patient involvement or injury. The biomed tech stated the plastic at the male end of the plug appeared discolored. No other components were reported to have been discolored nor were any found to be charred, blackened, melted, or have any heat damage. The biomed tech confirmed no visible smoke, flames or sparks were observed, and no damage was observed to the power outlet or machine. The biomed tech confirmed the machine was plugged into a gcfi outlet (hospital grade outlet) as per recommended power source. The power cord was replaced and the machine was placed back in service without further issue. The power cord was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the device and component were not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer (biomed tech) from a user facility reported of a discolored power plug in one of the 2008t machines. The biomed tech stated the issue was detected during maintenance and confirmed there was no patient involvement or injury. The biomed tech stated the plastic at the male end of the plug appeared discolored. No other components were reported to have been discolored nor were any found to be charred, blackened, melted, or have any heat damage. The biomed tech confirmed no visible smoke, flames or sparks were observed, and no damage was observed to the power outlet or machine. The biomed tech confirmed the machine was plugged into a gcfi outlet (hospital grade outlet) as per recommended power source. The power cord was replaced and the machine was placed back in service without further issue. The power cord was available to be returned for evaluation.